Event description:
It was reported during a reprogramming session, the low battery warning was observed. It was determined the ipg was passivated. The flag was cleared by the st jude medical rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.